Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) called in to technical support to request a pick up of the peritoneal dialysis (pd) pt's cycler because he passed away at the hospital the previous evening from a "heart attack". According to the pdrn, the pt was hospitalized for a surgical procedure unrelated to dialysis and was not connected to the cycler at the time of death. No further details provided at time of call or upon follow up. Medical records have been requested.